Event description:
Patient came to the clinic for 5fu infusion pump disconnect. Rn noticed white residue on black pouch and completed infusion bag. Tubing connecter between bag and tubing was loose. Adapter (medex double male luer lock (mx493)) between the medication bag and the cadd pump tubing. It is believed the leaking was occurring at the adapter site.